Event description:
It was reported that during a supply change the user advanced to the infusion set step without first confirming insulin drops, resulting in an incomplete priming sequence that required guidance to redo the cartridge and tubing steps. Symptoms included no reported adverse clinical effects. Outcomes included successful completion of cartridge and tubing fill, visible insulin drops, connection of the infusion set, cannula fill, and resumption of insulin delivery without alerts or alarms. Investigation included troubleshooting and user education on correct supply change workflow. Investigation of this case revealed user procedural error during the change process, with the infusion set and cartridge functioning as intended once primed correctly. It was concluded, based on previously established findings for similar reports, that user error was the cause.